Event description:
"Possible allergic reaction" (knee swelling, reddening, warm to touch, painful, knees effusion with eosinophilia). Information was received on 8/6/2004 from a rheumatologist regarding a pt (age unknown), with a history of osteoarthritis of knees and one previous synvisc series bilaterally ("7 months ago"), who experienced a "possible allergic reaction" (knees swelling, reddening, warm to touch, painful, knees effusion with eosinophilia). They began treatment with synvisc in 2004. The pt received three injections of synvisc into both knees in 2004. Approximately three hours after the third injection, both knees began to swell, became reddened, warm to touch and painful. "A large amount of fluid was removed from both knees" and microscopic examination revealed a high number of eosinophils - "one knee had 71% and the other 40%." The pt was treated with medrol dose pack and steroid injections into both knees. They "rebounded" after discontinuation of medrol dose pack but improved significantly after receiving bilateral intra-articular steroid injections into knees "about 2 weeks ago." At the time of this report, the pt's outcome was unknown.